Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of pacing during a changeout procedure when the device was removed from the pocket. The physician noticed the inhibition of pacing within seconds and placed the device back in the pocket and pacing was regained. The device was then changed out successfully. The field representative interrogated the device post explant and a fault screen was observed with limited therapy and was in the unipolar configuration for pacing and sensing. The device is no longer in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.